Event description:
Revision surgery - the pt's tibia was too loose. The surgeon removed the tibia, insert, and four screws.

Manufacturer narrative:
The reason for this revision surgery was identified as looseness after 3.25 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the device loosening. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number, one device loosening and one revision. This is the (B)(4) complaint for this lot number. The root cause of the looseness was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product used. There are no indications of a product or process issue affecting implant safety or effectiveness.